Event description:
It was reported that low, out of range, high voltage lead impedance was observed during a routine device change out. Programming changes were made and the lead remains implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.